Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was greater than 400 mg/dl. Customer stated that the insulin pump had no delivery alarms. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.